Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified and heavily tortuous anatomy resulting in the reported failure to advance. Interaction and/or manipulation of the device resulted in the reported stent dislodgement. The treatment appears to be related to the operational context of the procedure as a non-compliant (nc) balloon dilatation catheter and was advanced and was able to open and implant the dislodged stent, successfully completing the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The stent remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous, de novo lesion in the left anterior descending artery (lad). The physician planned to place 2 stents overlapping in the lad. The initial xience sierra stent was implanted without issue. Next, a 2.75x23mm xience sierra drug eluting stent system (dess) was advanced but could not pass to the initial implanted stent due to the calcified anatomy. Withdrawal of the dess was attempted, but the stent dislodged between the initial stent and the calcium, so a non-compliant (nc) balloon dilatation catheter and was advanced and was able to open and implant the dislodged stent, successfully completing the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.